Event description:
During an acl reconstruction, it was reported that the surgeon inserted an 8mm x 30 biosure pk screw into an 8mm tunnel. The screw did not achieve desired grip and was removed. Next the surgeon inserted a 9mm x 30 biosure pk screw and the tip broke off. The surgeon removed all pieces from the patient. The surgeon used a second biosure pk, 9 x 30mm screw and the tip broke off of this screw. The surgeon left the tip of this second broken screw in the tibial tunnel of patient. The lot numbers of the two biosure pk, 9 x 30mm screws were reported as 50463310 and 50468282. It is unknown which lot was left in the patient. The surgeon then stapled the graft to the tibia using 2 staples as intended for secondary fixation. All of the screws were discarded by nursing staff. There were no reported patient injuries or complications.